Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-07873, 2134265-2013-07874. It was reported that motor drive unit is not pulling back. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The case was done and completed with this device through manual pullback. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit does not meet specifications for functional test. The probable root cause of the failure is a defective clutch. No lcd display is a consequence of the clutch not working. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2013-07873, 2134265-2013-07874. It was reported that motor drive unit is not pulling back. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The case was done and completed with this device through manual pullback. No patient complications were reported and the patient's status is fine.